Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-05793. It was reported the patient has to recharge the ipg frequently. Longevity calculations revealed the patient should not have to recharge as often as he has been. The patient has two ipgs. It is unknown which ipg the patient is having issues with.